Event description:
It was reported that the customer delivered two boluses ¿back-to-back¿. The customer's blood glucose (bg) level subsequently decreased to 38 mg/dl. Customer consumed glucose gel and juice box to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.